Event description:
The stent was deployed in the proximal lad. Went in with a post-dilatation balloon and inflated to 12 atm's. Upon removal of the balloon catheter, the stent caught and was pulled back to the left main. The stent denuded the endothelium and occluded the lad proximally. The pt was taken to surgery for CABG.